Event description:
It was reported that during the superion indirect decompression system implant procedure the physician heard a pop. The physician removed the spacer and disconnected from the inserter, and everything appeared to be fine. The spacer was re-attached, making sure that it opened properly, and the physician attempted to implant it. It was 98 percent deployed, however imaging was taken and it did not appear correct. When the spacer was disconnected from the inserter, the screw was backed out and the spindle cap separated from the implant. It was noted that the physician did not use excessive force during the procedure. A new device was used to complete the procedure. There were no complications to the patient as a result of the event.

Manufacturer narrative:
The returned device was analyzed, and revealed the spindle cap was completely sheared off from the implant body and was detached due to excessive force. The damage to the implant indicates failure was likely due to deployment against resistance (e.g. Bone) and/or manipulation of the position of the device fear shifting of the inserter. A labeling review was performed on the vertiflex spacer instructions for use, IFU. There was no evidence that the device was used in a manner inconsistent with the labeled indications. Based on all available information, engineers concluded that the reported damage was due to unintended use error caused or contributed to event.

Event description:
It was reported that during the superion indirect decompression system implant procedure the physician heard a pop. The physician removed the spacer and disconnected from the inserter, and everything appeared to be fine. The spacer was re-attached, making sure that it opened properly, and the physician attempted to implant it. It was 98 percent deployed, however imaging was taken and it did not appear correct. When the spacer was disconnected from the inserter, the screw was backed out and the spindle cap separated from the implant. It was noted that the physician did not use excessive force during the procedure. A new device was used to complete the procedure. There were no complications to the patient as a result of the event.